Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing, pacing inhibition and high out of range pacing impedance measurements due to a conductor fracture. The lead was partially removed. A new lead was implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.